Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr), low height from the fossa to the annulus, and a prolapsed posterior leaflet. During a mitraclip procedure, there was difficulty removing the delivery catheter (dc) shaft from the xtw clip. Troubleshooting was performed, such as reducing the angulation between the dc shaft and the clip, and retracting the actuator knob to the maximum amount. The xtw was able to be deployed on a2 and p2 leaflets. There was no damage to the mitral valve and mr did not increase. The mr was reduced to grade 1. There was no adverse patient effect or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and without the device to analyze, a cause for the reported difficult or delayed activation (difficulty to deploy the clip) cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.